Manufacturer narrative:
It was reported that "while in the cath lab for procedure, the rotaflow console showed and error message and shut off on an active patient." The service protocol was requested but is not available. Therefore the technical condition of the device is currently unknown. Thus the reported failure could not be confirmed. The most probable root cause could be mains power failure and defective batteries. (Reference to risk assessment review). To protect the patient in case of a malfunction, the following mitigations are listed in the instructions for use (instructions for use / 4.2 / en / 13): IFU warning in chapter 2.2.4: always keep the rotaflow emergency drive at the ready for stop-gap manual operation in the event of pump drive failure. IFU warning in chapter 2.2.1: the vital parameters of patients receiving support from the rotaflow system must be monitored continually by an independent monitoring system and the intended user. Clinical procedures and methods are the responsibility of the physician. The following vital parameters of the patient must be monitored by an external monitoring system and the intended user during use:(continuous measurements, regular measurements. IFU warning in chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced within a defined interval by the authorized technical service. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. This complaint will be reopened and appropriate actions will then be taken if the service protocol is received and contains any further relevant information.

Event description:
Complaint# (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted if new information becomes available.

Event description:
(B)(4). The device with an error message was shut down on the patient. No injury to the patient was reported. . Facility medwatch report: mw5090407.